Manufacturer narrative:
The device and the lens were returned. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger had been retracted to mid-nozzle. No damage was observed. The lens was returned outside of the device. Viscoelastic was observed on the lens. One haptic was broken at the haptic/optic junction. Product history records were reviewed and documentation indicated the product met release criteria. A non-qualified viscoelastic was indicated. The root cause for the repotted "haptic stuck" may be related to failure to follow the instructions for use (IFU). A broken haptic was observed,. No problems were found with the returned delivery system. A non-qualified viscoelastic was indicated. The IFU instructs: during device preparation and implantation of the preloaded device, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. After the lens has been advanced to the ¿fill-to¿ line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. Once the lens is in position at the ¿fill-to¿ line, it should be implanted within 3 minutes. Proceeding with implantation of a misfolded trailing haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. The trailing haptic may become stuck: if the plunger is not fully advanced the haptic may not release properly from the device. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, the haptic got stuck between insertion and incision, it stuck on injector end inside eye. The procedure was completed by widening the incision and the lens was removed and replaced with another lens in the same procedure. There was no patient harm.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).